Event description:
The hosp reported that during an in-service on a leg model, the green cord connector broke on the hemopro extension cable. The same device was used to complete the in-service without engaging the hemopro device. There was no pt involvement. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).